Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
The condition of failure code 507:320:844:0000 was confirmed through the event history; however an assignable cause could not be determined. As a precaution the communication harness was replaced. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Event description:
During review of the event history it was determined that failure code 507:320:844:0000 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unemediated.